Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s father reported via phone call that the introducer needle hard to remove. The customer blood glucose level was 172 mg/dl. The customer was assisted with troubleshooting. Customer stated that the needle was stick during needle removal. Customer stated that they did not receive medical treatment as a result of needle stick. The device will not be returned for analysis.